Manufacturer narrative:
The device was discarded and will not be returned to the service center which prevented a full investigation and analysis of the root cause. No conclusion could be reached as to what caused the reported event. However, this is a fault mode identified in the risk management file that can occur if the tissue strips contained within the sample management system are not fully aligned or seated. The initial assessment of this event was deemed not reportable as malfunction could not be confirmed and no adverse event occurred. However, after further clinical review of this failure mode with devicor's medical department, this event was reassessed and determined to be a MDR reportable malfunction pursuant to 21 cfr 803.

Event description:
The sales rep reported specimen very small almost nothing. When the getting in the chamber they were going back in the probe instead of the chamber. They found the specimen in the canister at the end of the case. Because they were not able to get tissue they finished the case with a core needle biopsy. No cracks in the canister. The initializer ion went well. No error code what's detected. No patient consequence.